Event description:
It was reported that this device was exhibiting premature battery depletion. A decrease in the battery's longevity of one year was observed between the last two follow-up visits. A copy of device memory was saved and submitted to technical services (ts) for analysis, confirming premature battery depletion. A ts consultant discussed that the power consumption has been increasing in a gradual fashion, and recommended device replacement, and return for detailed analysis. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. A decrease in the battery's longevity of one year was observed between the last two follow-up visits, and the energy usage of the battery was observed to have increased to 114%. It was also noted that the patient was experiencing anxiety symptoms due to the possibility of having to undergo an early device replacement procedure; however, the patient did not require medication for their anxiety symptoms. A copy of device memory was saved and submitted to technical services (ts) for analysis, confirming premature battery depletion. A ts consultant discussed that the power consumption has been increasing in a gradual fashion, and recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced, and was received for analysis. Despite surgical intervention to replace this device, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.